Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The review of the glucose plot shows two consecutive drop out phases within 14 days that triggered the sensor replacement alert on (B)(6) 2023. The returned sensor was tested in-house, however, and the failure mode could not be reproduced. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The potential root cause for the reported failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized for sensor replacement.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.